Event description:
Additional information was received stating the vision has improved and the patient wears glasses. The vision corrected to 20/25 and this is where vision will remain. The patient was not hospitalized for the event.

Manufacturer narrative:
Correction information provided in b.5., b.7., and d.10. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating vision was good after yag. The lens was well centered and there was no retinal or glaucoma damage.

Manufacturer narrative:
Additional information provided in b.5., b.6., b.7., and d.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported since the surgery was not able to achieve a 20/20 vision, and now have a permanent visual acuity disability that cannot be corrected and have blurry vision that is not correctable. This has nothing to do with the surgery itself. This is due to the lens that has resulted in permanent visual loss. It was further reported that already been treated with a yag laser.